Event description:
It was reported that the patient went to the emergency room on (B)(6) 2026 due to hyperglycemia associated with kinked cannulas. The patient also had the presence of ketones and the high blood glucose was treated with intravenous fluids. The insertion site was the abdomen and the duration of hospitalization was approximately twenty-four hours.

Manufacturer narrative:
MDR ./ initial 4 of 6. E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.